Manufacturer narrative:
The connectors were confirmed to be broken. Display wires were found to be pinched, with compromised insulation. The hanger assembly was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connector ports. It was further reported that the epg had a broken hanger. The epg was returned for service. No patient complications have been reported as a result of this event.